Event description:
It was reported that an asymptomatic patient presented in the or for change out due to normal eri. Externalized conductors were noted via fluoroscopy. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.